Event description:
It was reported that the patient presented to the clinic on (B)(6)2022 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing far field r wave oversensing which resulted in inappropriate mode switch episodes. The device was reprogrammed which resolved the issue. The patient was in stable condition.